Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgical procedure of acl the twisted wire guide tip cutter broke. No patient injury was reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit returned. The complaint stated: ¿it was reported that the drill broke in the patient's femur.¿ this is affiliated and was received with a second instrument/complaint. This portion was the only piece of the drill bit received. The second portion shown in the customer¿s photo was lost in transit. The primary cutting edges of the drill remain sharp and have no excessive dings or burrs. The bit damaged is focused just beyond the drill tip. There is loss of axial alignment indication. There are apparent gouges scratches and teeth marks on diameter of the material surface. It is unknown whether these occurred during drilling or the subsequent removal. No root cause related to the manufacture of the device was established.